Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). This report is number 2 of 4 mdrs filed for the same patient (reference 1822565-2016-03948, 04708, 04709, 04710).

Event description:
Patient reported experiencing limited range of motion, limping, pain, swelling, tibial and shin pain and tibial component subsiding. Patient was prescribed physical therapy but was non-compliant. No revision has been reported.